Event description:
Right capsular contracture confirmed by plastic surgeon "(B)(6) 2019." Experiencing right breast pain, fatigue, joint pain, joint swelling, rashes, slow wound healing, acne, red dry eyes, hair loss, increase in allergies, constant vaginal yeast infections, anxiety, depression, difficulty concentrating/focusing, brain fog, weight gain, night sweats, itchy skin, chest tightness, worsening axillary body odor.